Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please explain the issue 'vcp304h was almost torn down by surgeon.' Did the needle actually break? Was it a surgeon/user related issue? How was case completed? Lot number. 1. Did the needle actually break? After clarifying with or nurse, the needle didn¿t not break. It is a broken suture case. 2. Is it a surgeon/user related issue? No. 3. How was case completed? They changed another new vcp304h to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain the issue 'vcp304h was almost teared down by surgeon.' Did the needle actually break? Was it a surgeon/user related issue? How was case completed? Lot number?

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the surgery, the needle was almost teared down by surgeon. There were no adverse consequences reported. Additional information has been requested.